Event description:
The physician was attempting to deploy a 4.0mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in a patient located in the lad that exhibited severe calcification. It was reported that the lesion was pre-dilated; however the stent was not passed to the lesion. No patient injury occurred and no clinical sequelae were reported. When the stent was returned to the manufacturing facility, the stent was noted to be damaged. Device evaluation: 1st and 2nd proximal stent segments were raised and deformed. 1st distal segment was partially overlapping the distal marker band. Distal tip was slightly flared. Please note that this device ((B)(4) ) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and failure to deliver device) patient condition affected effectiveness of the device (patient lesion morphology; lesion tight and diffuse) evaluation conclusion: 50 device failure/lack of effectiveness related to patient condition (patient lesion morphology; lesion tight and diffuse) (B)(4).